Manufacturer narrative:
Analysis of the returned onyx is currently underway. Once complete a supplemental report will be submitted. No conclusions can be drawn at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the onyx-18 could not be visualized in the patient after injecting 0.25ml. The patient was undergoing treatment of an arteriovenous malformation (avm) with some fistulous components. There were 2 feeders from the posterior cerebellar artery and 1 more feeder from the anterior cerebral artery. The major feeder is from posterior cerebellar artery <(>&<)> one more feeder from anterior cerebral artery. The physician decided to embolize both feeders with onyx-18. Both feeders were embolized completely. The physician then decided to embolize a feeder from the aca. The onyx-18 and microcatheter were prepared as per IFU. The onyx was shaken for more than 30 minutes at setting 8 prior to injection and did not sit for more than 5 minutes. After priming and filling the dead space of microcatheter with dmso, the onyx was injected at the recommended slow rate. The duration of the injection was 2-3 minutes with 0.1ml/sec injection rate. The physician noted that the onyx was not visible after injecting 0.25ml and that resistance was also felt during the injection. The physician paused for 30-45 seconds and again tried to inject the onyx but again felt resistance. The physician ended the procedure and will complete the embolization in a second sitting (after 45 days). The 1st sitting embolization, 65%-70% of the avm was completed successfully. The patient is discharged and doing fine.

Manufacturer narrative:
Device evaluation the opened outer carton of the onyx les kit was returned for analysis. Within the onyx kit carton an empty onyx vial and empty dmso vial. The actual onyx was not returned for evaluation as it was consumed in the event. The tab of the aluminum cap on the vials had been removed and the rubber stoppers were punctured. No other issues were found with the returned vials. A 1ml onyx syringe and gauze were returned within the syringe tray. Onyx fragments were found within the returned gauze. The 1ml onyx syringe was examined. Approximately 0.375ml of what appears to be liquid onyx was found within the syringe barrel. No issues were found with the returned syringe. For further investigation, one onyx vial from the same lot was retained samples for testing. The retained onyx vial was then placed on an in-house onyx mixer and then shook for 20 minutes a setting of 8 per the IFU. The onyx solution in the vials appeared to be mixing well. After mixing, the onyx solution was then aspirated immediately into in-house onyx 1ml syringes. The onyx density measurement was within the specifications. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's reports of ¿poor onyx visualization¿ could not be confirmed. The cause for the experience reported could not be determined as the onyx was not returned; therefore any contributing factors from the onyx could not be assessed. The in-house retained onyx vial with the same lot number were visually inspected, mixed and then tested for density; and found to be within specifications. The lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. Additionally, the lot history record of the reported lot number has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience. Furthermore, no evidence was found to suggest that the onyx failed to meet specifications; therefore manufacturing has been ruled out as a potential cause. Per our IFU (instructions for use): ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.